Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery won¿t latch) has been confirmed. As received, the battery was unable to fit securely into a monitor. The cause for the failure was isolated to the battery latch being damaged and unable to move freely. The root cause for the damaged latch could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack would not latch.